Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the left atrial pressure was >12mmhg and the amulet was successfully implanted after some manipulations. On (B)(6) 2024, the physician mentioned the patient presented to the emergency department on an unknown day with chest pain and a small pericardial effusion was detected and medication was administered. The physician mentioned the cause of effusion was abbott device, the patient was reported stable.

Event description:
It was reported that on (B)(6) 2024, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was on 48 hour hold of eliquis (5mg bid) prior to procedure. During procedure, the left atrial pressure was >12mmhg and the amulet was successfully implanted after some manipulations. On (B)(6) 2024, the physician mentioned the patient presented to the emergency department with chest pain and a pericardial effusion was detected and medication was administered. The patient was taking aspirin 81mg plavix 75mg at the time of pericardial effusion detected. The physician mentioned the cause of effusion was abbott device, the patient was reported stable.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported incident could not be determined. The patient effects of angina appears to be related to pericardial effusion. The reported hospitalization and unexpected medical intervention were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.